Event description:
The lay user/patient contacted lifescan in late 2008 and alleged that his one touch ultra2 meter was displaying the battery indicator. The alleged issue first occurred something in the end of november and beginning of the same month (exact date/time not provided). As a result of the reported issue, the patient did not take any actions. He manages his diabetes with pills and diet and/or exercise. The patient also reported that 2-3 weeks after the product issue began, he felt low, jittery. However, he did not receive/require any medical attention. At the time of troubleshooting, it was verified that this was not a new product. There was also no meter trauma. The patient had replaced the battery in the meter per the owner's manual. However, the issue was not resolved. This complaint is being reported because the patient claimed that he experienced symptoms of jittery and low (specific low symptoms not provided) after the reported issue began. He did not receive medical attention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.